Manufacturer narrative:
The reported sys alarm could not be confirmed as the cartridge was not returned for eval as requested. The pt will be seeing a vascular surgeon due to stenosis of fistula. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The user guide also includes instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility. There have been no similar problems reported subsequent to these events. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Rinseback of the pt's blood was not performed during a routine hemodialysis treatment due to an unrecoverable sys alarm during the treatment, resulting in an estimated blood loss of 190 cc. Facility nurse reports rinseback not performed due to fistula stenosis following another treatment in early june, exact date not provided. The pt's hgb level was evaluated after the second event and had decreased approx 1.5 to 2 units to 8.6 g/dl. Routine epogen prescription was increased from 15,000 units to 30,000 units 2x/week and the pt was given iron. No other medical intervention was required.